Manufacturer narrative:
Pt is taking aspirin. Pt current medication may interfere with coagulation test and may contribute to inaccurate or unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2010, inratio: 2.5, reference: 2.06, mean: 2.28, confidence limits: 1.4-3.1. The 6.0, 4.4, 2.5, 2.1, 2.9, 3.49, 3.0, 2.8, 2.7, 5.0, 4.5, 2.12, and 2.1 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio: 3.7, reference: 2.55, mean: 3.13. Confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Pt's medication may contribute to unexpected inr result. No strip lot info was provided and no product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter.